Event description:
The device was applied during a hysterectomy procedure. Reportedly, the staples did not hold. The surgeon completed the procedure by manual suture. The hospital has reported no pt injury occurred.